Event description:
Needle may still be in belly [injury associated with device], needle may still be in belly [needle issue], needles looked odd, as if it was bent [needle issue], pen dial will not move [device mechanical issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle may still be in belly(needle injury)" with an unspecified onset date, "needle may still be in belly(needle broken)" with an unspecified onset date, "needles looked odd, as if it was bent(needle bent)" with an unspecified onset date, "pen dial will not move (device mechanical jam)" with an unspecified onset date, and concerned a patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", , ozempic 2 mg (semaglutide 2.68 mg/ml) from unknown start date for "product used for unknown indication". Medical history was not provided. The patient stated that one of the needles looked odd, as if it was bent, but they were unsure and used the needle anyway. They stated that the needle might still be in their belly and the pen dial would not move. Batch numbers of ozempic 2 mg was unavailable. Batch numbers of novofine plus 4mm (32g) was unavailable. Action taken to ozempic 2 mg was not reported. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "needle may still be in belly (needle injury)" was unknown. The outcome for the event "needle may still be in belly (needle broken)" was unknown. The outcome for the event "needles looked odd, as if it was bent (needle bent)" was unknown. The outcome for the event "pen dial will not move (device mechanical jam)" was not recovered. Ozempic 2mg is a prefilled device, current location of device: device not returned for investigation period of use: unknown. No further information available. Preliminary manufacturer's comment: 19-dec-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: reporter's causality (novofine plus 4mm (32g)) - needle may still be in belly (needle injury): unknown needle may still be in belly (needle broken): unknown needles looked odd, as if it was bent (needle bent): unknown pen dial will not move (device mechanical jam): unknown. Company's causality (novofine plus 4mm (32g)) - needle may still be in belly (needle injury): possible needle may still be in belly (needle broken): possible needles looked odd, as if it was bent (needle bent): possible pen dial will not move (device mechanical jam): possible. Reporter's causality (ozempic 2 mg) - needle may still be in belly (needle injury): unknown needle may still be in belly (needle broken): unknown needles looked odd, as if it was bent (needle bent): unknown pen dial will not move (device mechanical jam): unknown company's causality (ozempic 2 mg) - needle may still be in belly (needle injury): possible needle may still be in belly (needle broken): possible needles looked odd, as if it was bent (needle bent): possible pen dial will not move (device mechanical jam): possible investigation results: product name: novofine plus 4mm (32g) batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Ozempic 2mg is a prefilled device current location of device: device not returned for investigation period of use: unknown investigation results: product name: ozempic 2 mg batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: -investigation results updated in qc comment and qc results. -malfunction updated to "no". -imdrf (b, c, d and g codes) were updated. -mah causality was updated from reportable to possible -narrative updated accordingly. No further information available final manufacturer comment: 01-aug-2025: the suspected device novofine plus 4mm (32g) and ozempic has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Considering the nature of events, route of administration being subcutaneous, the reported events of needle breakage and injury with needle could be attributed incorrect product handling. H3 continued: evaluation summary investigation result: product name: novofine plus 4mm (32g) batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.